Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently unable to charge when plugged into a power source, which led to a pump shutdown. Reportedly, the same charging supplies worked properly to charge a separate electronic device. The customer's blood glucose (bg) reached over 500 mg/dl with large ketones after the pump shut down. The customer reportedly went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis (dka). While at the hospital the customer experienced a (B)(6) infection due to the elevated bg. The customer received intravenous fluids, insulin injection to treat the dka. The customer's arm was surgically drained and customer received antibiotics to treat the (B)(6) infection. Customer was released from the hospital on (B)(6) 2018 with the issue resolved. Reportedly, the customer reverted to manual injections for alternate insulin therapy.